Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1732604 and #1732964). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a reciproc blue broke during use; the outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information received that the patient's tooth was extracted. Corrected type of reportable event to serious injury due to additional information received.